Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman laa closure device and delivery system (wds) were selected for use. It was reported that the transseptal puncture (tsp) was difficult. The 35mm device was deployed, but it was not covering the proximal pectinate. Attempted a 40mm device and it went to maximum depth and was kicked out of the laa during deployment. The sheath was kinked like an accordion, making it difficult to recapture. The sheath was swapped out for a new one and the 40mm device was removed and a 35mm device was successfully implanted. There were no further complications.